Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, e4, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be established. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event is detectable/preventable by handling the device in accordance with the following IFU.IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection.IFU states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope's suction channel is blocked with foreign material. The event occurred at reprocessing. There were no reports of patient involvement.